Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: facility name: (B)(6) hospital. H6: medical device problem code 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a carotid artery stenting procedure with a sheath greater than 8f. No pre-close technique was used in a large-hole puncture site. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Per case details ¿it was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a carotid artery stenting procedure with a sheath greater than 8f. No pre-close technique was used in a large-hole puncture site.¿. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿for arterial sheath sizes greater than 8f,¿. It is unknown if the IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case factors for needle to cuff miss include and are not limited to an interaction with patient anatomy, inability to maintain position/stability of the device during deployment could have contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.